Event description:
It was reported that during an anterior total hip replacement procedure, the device would not hold the clip in place for application. The clips were coming out of the jaws. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. There were no issues observed while holding the clip on the jaw of the device. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.